Manufacturer narrative:
A review of lightsheer infinity product risk file shows this is an anticipated risk (# (B)(4) in risk file (B)(4)) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. Based on information above lumenis concluded that reported malfunction, has no correlation or relationship to the reported adverse event, therefore lumenis is withdrawing the malfunction claim and closing out the complaint.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided except for patient photographs. A lumenis technical expert reported that the user facilities subject device was intermittently giving ept temperature out of range error codes while using the 805 handpiece. Following replacement of the 805 handpiece and verifying all system functions, including calibration and energy output, the subject device operated well within manufacture specifications. The 805 handpiece has been requested to be returned to the manufacturer for further investigation. A lumenis clinical director evaluated the reported event details and concluded by stating: "limited information due to patient not responding to clinician and no photos. Clinician did not do a test spot prior to treatment which is advised. Hs handpiece may have been too close. Treatment distance from tattoo should be at least 1.5 inches and treatment preferably with the et hand piece. Treatment settings were within lumenis specifications." A review of subject device labeling states: clinical guide - contraindications - "treatment should not be attempted on patients with the following conditions in the treatment area: tattoos." "Clinical guide - warnings - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information that is currently available, a probable root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when the investigation has been completed.

Event description:
A user facility reported that one (1) patient claims that following a hair removal treatment to the back area with a lumenis lightsheer infinity laser, the patients tattoo was now raised. The user facility stated that during the treatment, the handpiece came close to the tattoo, but did not touch nor go over it. Additionally, the user facility stated that they have been unable to verify an actual injury has occurred with the patient. It was additionally reported that the subject device was giving an ept temperature out of range while using an 805 handpiece.